Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2013, patient reported the infusion device displayed an e6 mechanical error on (B)(6) 2013, and he did not troubleshoot the error message and discontinued pump therapy. On (B)(6) 2013, he ate a "heavy" lunch and believes he did not deliver enough insulin by syringe. His blood glucose elevated to 600 mg/dl, and his target range is 87-270 mg/dl. He went to the emergency room and was treated with an insulin injection. He was released after 3 hours when his blood glucose returned to normal. An unapproved battery was in use, and he had no other batteries available. He was assisted with clearing the error message by following the troubleshooting steps. Patient reported he was unable to self-treat hyperglycemia. No product will be returned for evaluation.

Manufacturer narrative:
The product does not contribute to the problem mentioned by the patient and is not required for further investigation. The production data complies with the specifications. Production reports were reviewed. Device was not returned to manufacturer.